Event description:
The dr reported that he could not see the distal platinum marker of the first catheter under fluoroscopy. He did not confirm that the tip was lost in the pt or on the bench. (M97011) he exchanged it for a second catheter (m97012) which after positioning and infusing an embolic agent he found that he could not see the marker on this catheter either. He assumed that the infusion caused the tip to detach and found it in a branch of the vessel that he was trying to embolize. He left it in place and continued the embolization with no adverse consequence to the pt.